Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to premature battery depletion.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
New information notes that the patient¿s condition was well before and after the procedure.